Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026. The insertion site was abdomen. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump. The patient resolved by changing infusion set and recharging pump. No further information available.